Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin delivery. Reportedly, the customer was using off-label insulin. Technical support provided off-label insulin messaging, which the caller acknowledged and understood.